Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Pharmacist related that during a hip prothesis procedure on (B)(6), the locking ring wasn't functional in order to fix on the cup. We had prepared another device from another brand just in case. When we became aware of this event, we didn't use the device and took the other brand product.